Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device was received. Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. A review of complaint databases did not identify any anomalies. A review of lot 2585541 did not identify any anomalies. (B)(4) were manufactured and placed into stock on mar 2008. A review of lot 2824730 did not identify any anomalies. (B)(4) parts were manufactured and placed into stock on jan 2009 a review of lot 2805902: the DHR analysis of the batch returned shows an initial conformance of this product with regards to its specification. For this batch, there was no deviation or non-conformance. A review of lot ct7ga1000: no anomalies or deviations were found during the review it should be noted that no device was returned. Without the physical complaint sample(s) associated with this report, it was not possible to determine if the device(s) failed to meet specification(s) at the time it was released for distribution. The device(s) associated with this event were used in the treatment of the patient as prescribed by the presiding surgeon. From the event information received, it was not possible to determine the relationship of the device to the reported event. No information received with this individual complaint indicated that a broader investigation or corrective action was necessary. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. The complaint shall be closed with an undetermined conclusion; entered into the complaints database and monitored through trend analysis. Post market surveillance is per sep 419. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). The initial medwatch report: mwr-08102019-0000552690, submitted on (B)(6) 2019, was done so in error. The product code "naturally worn" was assigned to the product in error. In addition, the reported product was not the cause of nor responsible for the reported patient codes (other devices responsible have already been reported). Please disregard mwr-08102019-0000552690.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Revision thr, (B)(6). Reason for revision: groin pain and osteolysis evident on 3d CT reconstruction. Patient underwent primary thr on (B)(6) 2009 where a corail stem and pinnacle mom articulation was utilised. Patient has done well for the past almost 10 years and has recently presented with pain in the groin. CT scans reveal what appears to be a large osteolytic lesion behind the acetabular component. This lesion appears to perforate the pelvic wall. A decision was made to operate on the patient. On opening the hip, there did not appear to be signs of metalosis (grey staining, or necrotic tissue). The head was removed and there was evidence of trunnion metalosis surrounding the trunnion of the corail stem with. Lack debris. The pinnacle shell was well fixed. Once removed a lytic lesion was evident. A new acetabular component was implanted. A new ceramic head (ceramic ts) was placed on the corail stem which was left in situ. Female patient, initials (B)(6).